Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00259 on december 27, 2017. 06/08/2018 additional information: the patient sample was tested in-house. Siemens was able to reproduce the customer's finding of a negative result on the hcv assay. Innolia was also performed but was positive indicating there was past infection. Siemens healthcare diagnostics continues to investigate. Additional testing will be performed.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) advia centaur xp hcv (ahcv) result was obtained for a patient sample. The result was reported to the physician and questioned. The pcr and blot results were (B)(6) for (B)(6). The patient sample was tested on an alternate method and the result was (B)(6). The patient is a (B)(6) confirmed dialyse patient. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00259 on december 27, 2017. Siemens filed the MDR 1219913-2017-00259 supplemental report 1 on june 28, 2018. On 07/30/2018 additional information: siemens has completed the testing of the returned sample. In house testing obtained a negative result (index of 0.731) with kit lot 062292. A separate wetcake testing was performed and the sample showed low reactivity to the c200 antigen. The sample was also tested on the innolia immunoblot method and overall interpretation was considered negative. Siemens also ran internal quality control as well as quality control panels and all results resulted within range. Furthermore a panel of 20 separate negative patients was run and all samples resulted as intended. At this time siemens has confirmed the customer observation of an overall negative response on this patient sample. Siemens had requested of further medical treatment and testing results in the past and has been advised that the information is not available including copies of the pcr report. There is no root cause that can be determined at this time. The instrument is performing within specifications. No further evaluation of the device is required.